Event description:
It was reported that malfunction alarm code 0 occurred on pump and fault information was available, but it was unknown if any notable events occurred before malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received pump reset instructions, and reset pump with assistance; malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction alarm happened again, and customer acknowledged instructions.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.